Manufacturer narrative:
The pump was received with intermittent buttons due to flattened esc, act, down arrow and up arrow dome switches. The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 30 mg/dl. Customer was unable to see the device screen to suspend delivery. Customer reported that the buttons were flat. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. No unlocked lcd keypad connector noted.